Event description:
Reporter alleged blood glucose measured 280 mg/dl at 5:30 am, so customer took 40 extra units of fast acting insulin based on the reading as a result. It was stated at 5:45 am, glucose tested 299, 155, 288, 125, & 325 mg/dl when testing was performed one minute apart form each other. Reporter stated customer felt low at 6:00 am and glucose then tested 48 mg/dl, so customer self treated with orange juice as a result. No medical treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement product was sent.